Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, the cs catheter was placed with difficulty in beginning of case. After ablation of left side was completed, the patient's heart rate increased, and pressure decreased. The physician used a transthoracic ultrasound probe to check the pericardial space and found a new effusion. Anticoagulation was reversed, a pericardial tap was performed and 170cc was drained from the pericardial space and reinfused to circulation. There was a waiting period of 30 minutes and no additional effusion was noted. The drain was removed and the patient has been discharged. After the case the physician stated he believed the cs catheter may have dissected the coronary sinus and caused the effusion, however no performance issues were noted with the catheter.